Manufacturer narrative:
(B)(4). Batch #: x94a1z. Investigation summary: the product was returned to ethicon for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample revealed that the er420 device was returned with no apparent damage. The device was tested for functionality. During the analysis, the device was noted with fluids. The device was functional tested, and it fed, retained and formed the remaining 14 clip as intended. As part of ethicon¿s quality process, all devices are manufactured, inspected, and released to approved specifications. A manufacturing record evaluation was performed for the finished device lot and batch number, and no non-conformances were identified. The event described could not be confirmed as the device performed without any difficulties noted.

Event description:
It was reported that during a laparoscopic right side colon procedure, the clippers are loaded and handed over to the surgeon. 2 clips are placed on the vein, but discover that 2 clips "skate" back and forth on the vein - they do not close together around it. New clip pliers are used and clips are attached. Procedure completed and no patient consequence.